Event description:
Fixed luer lock control syringe unraveling off manifold.

Manufacturer narrative:
It was reported that the pvp prep solution has leaked and damaged all of the components inside the kit. Customer discarded both kits and pulled new ones. Damaged kits found during unboxing process. Not used on patient. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.